Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced a diabetic ketoacidosis over the weekend. The customer was unconscious and the ambulance transported him to the hospital on (B)(6) 2016. Customer's blood glucose level was over 700 mg/dl when the ambulance took his blood glucose level. The customer treated his blood glucose level with the insulin pump and if needed with a syringe. The customer was unconscious from friday to sunday. The customer also experience low blood glucose levels around 30 mg/dl. He treated his low blood glucose level with sugar, soda, or peanut butter crackers. The high pressure test passed. The device was not returned.